Manufacturer narrative:
H3 device evaluated by mfg ¿updated during visual inspection the stent delivery wire (sdw) was seen to be kinked at 179cm and 182cm from the proximal end. There was no damage noted to the introducer sheath and the stent was not returned. The device passes functional inspection as the introducer sheath distal tip was seated nicely into the demo microcatheter hub. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed, but the results were consistent with the reported event. The reported stent failed/unable to deploy could not be confirmed, as the stent was not returned, however results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported that, 'during one aneurysm embolization case, the operator used a catheter to delivered stent. When the stent reached about 30cm from hub, big resistance was encountered. After several tries the stent could not be advanced out of microcatheter, so the operator withdrew it and during this procedure the stent deployed unexpectedly in microcatheter. So the operator replaced the microcatheter and stent in same catalog to finish the procedure. The customer only returned the delivery wire'. Only the sdw and introducer sheath part of the stent transfer system, was returned for analysis. The sdw was seen to be kinked at 179cm and 182cm from the proximal end. There was no damage noted to the introducer sheath. The stent was not returned. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the stent deployed prematurely during use and to the reported event of the stent failed/unable to deploy and stent difficult/unable to advance or pullback though catheter. An assignable cause of procedural factors was assigned to the analyzed damage of the sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the aneurysm embolization procedure when the subject stent was advanced in the catheter, resistance was encountered. After several tries the subject stent could not be advanced out of microcatheter. When the physician withdrew the subject stent, it deployed unexpectedly in the catheter. The catheter and subject stent were replaced. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the aneurysm embolization procedure when the subject stent was advanced in the catheter, resistance was encountered. After several tries the subject stent could not be advanced out of microcatheter. When the physician withdrew the subject stent, it deployed unexpectedly in the catheter. The catheter and subject stent were replaced. The procedure was completed successfully with no clinical consequences to the patient.